Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated frequent "iab catheter restriction" alarms. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative observed that there were 34 incidences of "catheter restriction" alarms in a 24 hour period. He also found that there was a dampened balloon pressure waveform and low pressure output from the scroll compressor. The company representative replaced the scroll compressor assembly (part number 0119-00-0179). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The scroll compressor is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).